Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Previous device diagnostic testing performed 6 months earlier was within normal limits, indicating proper device function at that time. Further follow-up revealed that the patient had recently had a seizure during which patient fell over a chair and hit their chest. The patient reports feeling intermittent stimulation or stimulation that is not as strong as it once was. X-rays reviewed by treating neurosurgeon did not reveal any obvious discontinuities in the ncp system. Revision surgery is planned but not yet scheduled.